Event description:
A report was received that the patient was explanted due to infection at the pocket site. The symptoms were redness and pain at the pocket site. The patient was admitted to the hospital where IV antibiotics were administered. The physician does not believe the infection is device or procedure related. The patient was reportedly doing well and the symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.